Manufacturer narrative:
The investigation for the console (aic) self check error has been completed. Data logs were reviewed finding the console rebooted automatically due to powermod_1 communication issue. During the reboot, the console displayed a 'system self check failed' screen because of the persistent powermod_1 communication issue. This confirms the reported failure mode. This console was returned or evaluation. Confirmed the pbm corrosion on both the top and bottom sides. The root cause for the system self check failure was pbm corrosion.

Event description:
The user facility reported that the console (aic) had a "self-check" error which prompted the aic to be replaced. No harm or injury noted to the patient.